Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On (B)(6), 2021 mentor became aware that the updated analysis and return status information was erroneously omitted from the supplemental report submitted on june 25, 2021. The device previously reflected as returned belongs to the contralateral prosthesis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.

Manufacturer narrative:
Additional information was received on april 7, 2021. The right sided device was replaced with a new mentor smooth round high profile 460cc saline prosthesis. The investigation of the returned device was completed by the failure analysis lab on april 18, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2021. Capsulectomy and refilling of the prosthesis was performed on the left side. Re-use of these devices if off label use. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who had mentor smooth round high profile 460cc saline prostheses placed experienced left sided baker grade IV capsular contracture and right sided deflation post procedure. The right sided deflation was caused by unspecified sort of blunt force trauma which may have also resulted in seroma. As a result, an explant was performed on (B)(6) 2021. See 1645337-2021-03796 for contralateral prosthesis report.